Event description:
Reportedly, during pt use, it was observed that the fio2 value displayed was lower than the set value. Calibration of the o2 sensor did not resolve this issue. The pt was manually ventilated before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.